Manufacturer narrative:
The subject device was returned to olympus (B)(4) for evaluation. All contents of the initiation were reviewed with the picture of the damaged part. Therefore, the actual device was not sent to the manufacturer. The subject device was not returned to olympus medical systems corp. (Omsc) for investigation. Therefore, we conducted a survey based on the content of the proposal and the attached photo. From the attached photos in complaint information by okr, it was confirmed that the tissue pad was peeled off. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection]high-frequency output. [Inspection]appearance. The exact cause of the reported event could not be identified. However, based on previous investigation results, it can be inferred that a likely cause of the peeling of the tissue pad might be the following. The tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the physician that during a hepatectomy using the subject device, the tissue pad was partially peeled off. The intended procedure was completed with another device. There was no patient injury reported.